Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
"Varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? Patient # 1: a (B)(6) male patient presented with wopn located in the pancreatic tail region. On eus, the gastric wall was dilated to 8 mm and two 10f, 4-cm double-pigtail stents were deployed. The patient recovered uneventfully but presented 1083 days later to the emergency department with abdominal pain, nausea, and vomiting. A CT scan of the abdomen revealed no pfc recurrence, but both of the double-pigtail stents were seen to have migrated to the distal small intestines causing a bowel obstruction exact rpn cannot be confirmed but possible rpns include: (B)(4). File is being opened to capture off label use of placing biliary plastic stent in wopn resulting in migration and bowel obstruction requiring intervention / user error of leaving stents indwelling greater than 3 months.